Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was going to be getting an MRI of their neck and head. They wanted to get in contact with representative to meet them at the facility. Patient services explained that they should be able to put it in MRI mode themself and that representatives don't usually come to turn off the therapy. Patient services walked the caller through the steps to put her device into MRI mode. The patient was able to connect the handset and communicator with bluetooth. The light went from flashing to solid. The patient was not able to connect to the stimulator. The patient kept getting the message device not responding. Had patient position the communicator directly on skin, they had no bandages. They made sure they had no electrical magnetic interference around them, and made sure the recharging cord was not plugged into the communicator. Patient services had the patient line up the communicator bluetooth light with incision line. Patient services also had the patient feel for stimulator and make sure the communicator was right over it. The patient moved the communicator to the right of stimulator. The patient could not get connected. Their husband said they live in a smart home and wanted to know if it was causing issues because people usually can't use cell phones in their home. The issue was not resolved through troubleshooting. Patient services verbally walked the caller through how they would put their device into MRI mode. Patient services told them that once they were outside of their home to try getting it into MRI mode. Patient services told the patient that they could have the facility call and request for a representative to come to the scan and turn the device off. Patient services provided them with the phone number to the national answering service for the MRI facility. There were no patient complications reported as a result of this event.